Event description:
A malfunction alarm occurred with the pump while it was in operation. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. With guidance from technical support, the customer successfully loaded a new cartridge following the correct procedure and resumed insulin therapy.